Event description:
It was reported that the customer had a frozen display on the insulin pump. The customer's blood glucose level was 345 mg/dl. The customer stated, the buttons are responding and the screen is not totally blank. The customer preferred that the insulin pump be replaced. The customer was advised that we will sent replacement and documented the issue.

Manufacturer narrative:
No audio anomalies were noted during testing. No frozen display was noted and the time advanced properly. The insulin pump passed the self test and the displacement test. Intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.